Event description:
The customer initially called because she was getting only "f5" on the contour when trying to test her blood. During the call, it was concluded segments were missing from the display. No adverse event was alleged. The customer was advised to return the meter for investigation. A replacement was sent to her.